Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress was applied to the distal end while the user was handling the subject device. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: user may be able to detect the suggested event by handling device in accordance with the following IFU. Inspection of the endoscope. User may be able to reduce / prevent occurrence of the suggested event by handling device in accordance with the following IFU. Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the adhesive on the distal end was beginning to peel. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis exera duodenovideoscope due to an unspecified defect noted on the distal end. According to the initial reporter, this event was noted following the completion of a procedure. There was no harm or infection to the patient. The customer confirmed that the subject device was reprocessed prior to return. During the device evaluation, it was confirmed that the adhesive on the nozzle was beginning to peel off. This report is being submitted to capture the confirmed peeling adhesive noted during the device evaluation.